Event description:
Customer reported a negative urine human chorionic gonadotropin (hcg) result on the analyzer. The customer indicated that the pt was given IV fluids, morphine and was x-rayed. The customer reported that four days later a second urine hcg test was conducted using a manual method and the hcg result was positive. Additionally, a serum hcg test was conducted and the hcg result was also positive. The customer also reported that the pt was given morphine for three days.

Manufacturer narrative:
The cause for the discordant urine hcg result is unk. Customer informed siemens that neither the original urine sample nor the serum sample are available. The IFU states: "negative test results in pts suspected to the pregnant should be retested with a sample obtained 48 to 72 hours later, or by performing a quantitative assay." "Clinical diagnosis should not be based solely on a single test result. Clinical diagnosis should incorporate all clinical and laboratory date."